Event description:
Hospital reported the vapotherm precision flow humidifier's vapor transfer cartridge (vtc) alarm was activated. They removed the disposable pt circuit (dpc) that contained the vtc, wiped off the vtc sensor window and restarted the unit. Water was observed coming from the pt's nose. The pt was placed on a CPAP mask and given oxygen from an alternate oxygen source. The hospital did not report the amount of water involved in the incident. Vapotherm is not aware of any pt harm. The operating manual instructs the user to remove the cannula from the pt while troubleshooting and to verify the cannula output before replacing the cannula on the pt. The user may not have followed these instructions. Although the pt was not harmed and the operating instructions may not have been followed, vapotherm is taking a conservative approach to its MDR filing responsibilities by reporting this incident.

Manufacturer narrative:
Results: a disposable pt circuit.